Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the ht50 ventilator was generating a squeaking noise. There was no harm to the patient as they were switched to an alternate ventilator.

Manufacturer narrative:
A pump was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.